Manufacturer narrative:
(B)(4).

Event description:
It was reported that inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation confirms a difference in values that falls within the d zone of the parkes error grid.